Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead and right atrial (ra) lead due to cied system/pocket infection. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Using a spectranetics 13f tightrail rotating dilator sheath, the rv lead was removed successfully. Next, targeting the ra lead, the 13f tightrail progressed to the tip of the lead; however, the lead was densely calcified through the innominate/superior vena cava (svc) junction, and would not release from the heart. When removing the tightrail from the body to switch to a spectranetics glidelight laser sheath, with traction from the lld ez, the lead pulled out of the atrium. The patient¿s blood pressure was stable, and the implantation of a leadless pacemaker began. Rescue balloon was removed from the patient, when an effusion was detected; therefore, rescue efforts began, including sternotomy. A 3 cm perforation from inferior vena cava (ivc) into the ra was discovered and repaired, and the patient survived the procedure. This report captures the lld ez in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient date of birth - not available from facility. A6) patient race - not available from facility. B6/b7): patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3): the lld ez was discarded, thus no returned product investigation was performed. H6): great vessel and cardiac perforation are known risks of complication with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.